Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the swivel pin was missing, the reciprocation arm was worn, the unit was out of calibration and the motor speed was unstable. The swivel pin, reciprocation arm, and motor were replaced and the unit was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: czech republic.

Event description:
It was reported that outside of surgery, the unit would not work. The machine was just broken. During product evaluation, it was found that the motor speed was unstable. There was no patient involvement. Due diligence is complete; no further information is available.there was no adverse event associated with this malfunction.